Manufacturer narrative:
(B)(4). The vyaire service dept. Received the suspect component and performed an evaluation. The reported issue could not be duplicated. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is autocycling. The customer stated there was no patient involvement associated with this reported event.